Event description:
While lifting resident out of bed with the hoyer lifter, nurses assistant knocked counter wieght off of hoyer scale. The weight fell on resident stricking her in the nose. The resident was taken to hospital for x-ray of nose. X-ray was negative of fracture or brakedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.